Event description:
The facility's biomed technician reported an infusio pump with fail code 531 during biomed testing. The hosp representative stated that there have been no reports of any pt injury involving this pump since the last baxter service event.